Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was natural causes. No other illnesses were listed that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further information was available. It is unknown if the next of kin will return the insulin pump for analysis.